Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked. This occurred during patient infusion with total parenteral nutrition (tpn). The reporter stated the leak was detected at the distal end of the filter. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing found that the device was leaking from the vent hole. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.